Event description:
It was reported that during a colon resection procedure, the anvil would not click on the trocar. They finally got it on and completed the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.